Event description:
The consumer reported applying the product to her mother who was recovering from back surgery. During the three to four hours that the patch was worn, the grandmother indicated that patch was hurting her, but the daughter thought the pain was from the surgery. When the patch was removed, the consumer described redness and a blister with removed skin which caused an oozing open wound. The consumer treated the area with triple antibiotic ointment which took four and a half to five weeks to heal. The consumer claimed the injury left a scar and caused nerve damage. The consumer consulted her general practitioner during a previously scheduled visit and was prescribed an oral antibiotic.

Manufacturer narrative:
Package labeling indicates that consumers should consult with their doctor before use if they have diabetes. Package labeling states do not use on people who cannot remove the product themselves. The consumer may have worn the product off-label by putting pressure on the patch for an extended amount of time as she was sitting on the couch immobilized. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.